Event description:
It was reported during implant procedure, right ventricular (rv) lead was experiencing high impedance malfunction. Rv lead was immediately replaced. The patient was stable prior and after the procedure.